Event description:
A customer reported receiving an err4 message and a battery and booklet icon on their freestyle flash meter. The meter is exhibiting signs of the memory overwrite malfunction. The customer also reports that three weeks ago, he was admitted to the hosp and was diagnosed with severe hyperglycemia and dka. In the hospital, the customer was given insulin. It is unclear as to whether the memory overwrite malfunction contributed to the event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.